Event description:
It was reported the patient was admitted on an intensive care unit (ICU ) on (B)(6) 2015. A fecal management system (fms) was inserted for diarrhea and to maintain the cleanliness of a pre-existing pressure ulcer. The patient was reportedly diagnosed with left sided pneumonia, septic shock and, at some time, had undergone a tracheotomy. It is unknown if the patient was admitted to the ICU for left sided pneumonia and septic shock or if these were acquired while in hospital. It is also unknown if the tracheotomy is medical history or if the procedure was done during this hospitalization. The fms was reportedly in situ for seven to ten days when 'seepage' was noted and the fms was removed. Further examination found the patient had sustained a peri-anal tear described as 'if you had a grape and it split open'. No bleeding was noted. It was determined an fms could no longer be used. The patient allegedly underwent a diverting ostomy as he was at risk of fecal contamination due to the 'significant sized pressure ulcer'.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
It was discovered on (B)(6) 2015 that additional information was received on (B)(6) 2015. No corrective action for the complaint issue. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 16, 2015. (B)(4).